Event description:
Patient came into office on a friday with chest pains. No problems documented. During the weekend the local paramedics had been called to the patient's home but the patient refused treatment. On the monday after the weekend the patient came into the office, checked in at the desk, then sat down in the waiting room and passed out. A nurse noticed that the patient was not breathing normally and not responding when talked to. The local paramedics were called. The patient did not have a pulse and CPR was administered. A defibrillator from the office was brought to the pt. The 200 joule level was selected. The "charge" button was pressed, but before the unit reached the selected joule level, it would dump the charge internally. Six or seven more attempts were made, but each time the charge would dump internally. The paramedics arrived after the second attempt with the office defibrillator. The paramedics defibrillated the patient (using their defibrillator) four (4) times with no response from the patient. Although a death occurred, this report is being filed as a malfunction and not as a death report due to the statement made by the nurse at the facility. The nurse stated that the fact that the unit did not work as expected did not have an effect on the outcome, and that even if they had been able to defibrillate with this unit it would not have helped. Therefore, the device did not cause or contribute to the patient death. While the device did not perform as intended, co can not reasonably conclude that the device failed to operate due to a "malfunction" because subsequent testing failed to duplicate the reported problem. Co also can not reasonably conclude that the device did not malfunction. Therefore, this report is being filed as a "malfunction."